Event description:
It was reported that the foley catheter fell out of the patient after several hours of detention in the ward.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out of the patient after several hours of detention in the ward.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received one (1) used 2-way foley catheter without original packaging. Visual inspection noted balloon rupture (measuring 0.5110") on the return sample. No missing pieces were noted. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be pinhole in balloon or cuff. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bardex® lubri-sil® i.c. All-silicone foley catheter infection control all-silicone foley catheter (latex free) warning: do not use ointments or ointments on the catheter or lubricants having petrolatum based lubricants. They will damage the silicone and may make the balloon burst. Warning: after use, this product may pose a risk biological potential. Handle and dispose in accordance with laws and applicable local, state and federal regulations. Caution: federal law (us) restricts this device to sale by physicians. Or by optional prescription. Caution: do not aspirate urine through the wall of the drain funnel. Storage: store catheters at room temperature, away from direct exposure to light, preferably in the original box. Note: aggressive traction is not recommended, particularly in the presence of sutures, for 100% silicone foley catheters. Sterile unless the package is opened or damaged. Exclusive use for a single patient. Do not reuse. Do not resterilize. For urological use only. Valve type: use a luer-slip type syringe. Do not use needle. Catheters should be replaced according to the guidelines of the cdc "guideline for the prevention of associated urinary tract infections to catheters". At the appearance or first signs of a urinary tract infection, catheter encrustation or any other catheter-related adverse effect, the catheter should be replaced. To deflate the catheter balloon: gently insert a syringe into the catheter valve. Never use more force than necessary to make the syringe "stick" to the valve. If you notice that the deflation is slow or absent, carefully reinsert the syringe. Let the balloon deflate slowly on its own only. Do not manually vacuum or accelerate balloon deflation. If hospital protocol allows it, can cut the valve arm. If this fails, contact an appropriately trained professional for help, as directed by hospital protocol. Should balloon rupture, care must be taken to ensure that all fragments of the patient's balloon. Visually inspect the product for imperfections or surface deterioration before use. Recommended inflation capacities. 5 cc balloon: use 10 cc of sterile water 30cc balloon: use 35cc sterilized water do not exceed recommended capacities. Utis represent the 40% of infections nosocomial. In vitro tests of bacterial adhesion show that lubri- sil i.c. The coating of the foley catheter reduces the accession of the bacteria most commonly associated with infections nosocomial uti¿ corrections: d, f, h. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.